Manufacturer narrative:
(B)(4). Method: film evaluation. Results: endoleak. Disease progression; iliac artery dilatation. Conclusion: endoleak. Disease progression, iliac artery dilatation.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. Approximately twelve months post index procedure, it was reported that the patient presented with a type ib endoleak on the left iliac. The following day the patient received an intervention were an additional extension was added and the endoleak was resolved. No clinical sequelae were reported and the patient is fine. A review of returned images pre-implant showed that the proximal neck was 22mm below the renals, and angulated approximately 60-70deg. There is a 4.5cm max aaa. The right common iliac aneurysm is 5.2cm max, and the left common iliac aneurysm is 3.6cm maximum. The diameter at the distal portion of the left common iliac is approximately 22mm. The iliac arteries were tortuous bilaterally. Non-contrast cta images 11 months post-implant showed that the bifur was positioned just below the renal; the ipsilateral limb and extension were placed into the right external iliac. The contra limb was placed into the left common iliac; however, there was no stent graft apposition with the aneurysmal left iliac artery. At the location of the distal contra limb, which measured 20mm od, the iliac artery ID was 33mm. Distal to the stent graft the iliac narrowed down to approximately 24mm. As the films were non-contrast, any endoleak or stent graft patency could not be assessed. The original placement of the contra limb is unknown, and post-secondary images were not provided. The possible cause of the type ib endoleak was due to disease progression; iliac artery dilatation.